Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician suspected that unbinned intervals during a ventricular fibrillation episode may be undersensing. Therapy was delivered without delay and programming changes were not made. The patients condition is good.